Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). It turned out that the customer already performed a reboot and there were no further issues since then. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was not confirmed. A reboot was performed by the customer. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was no audible alarm on the patient information center ix. The device was in use on a patient. There was no report of patient or user harm.